Event description:
It was reported that, on an unknown date, the small battery drive was making a grinding noise. There was no report of patient impact. No additional information was available. This is report 1 of 1 for complaint (B)(4).

Event description:
This report event is for one power device.

Manufacturer narrative:
The device is use for treatment, not diagnosis. The device is an power tool and is not implanted/explanted. Not previously reported. The subject device is currently in the evaluation process. The investigation is on-going; a power tool service history review has been requested. Usage of device. Change from reuse to unknown. Placeholder.

Manufacturer narrative:
Additional product code: hwe. The device was received at our service and repair department on november 15, 2013 as was noted to have a blemished housing. Evaluation of the returned device confirmed the grinding sound the customer reported. It was also noted that the trigger buttons were sticky. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.lot#(002567) provided in the initial medwatch is the supplier lot#. The synthes lot# is; 5587312. (B)(4).